Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the harmonic ace instrument for failure analysis. Inspeciton found a broken blade roughly 0.152" from the base. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). The harmonic ace was placed on an in-house system. The instrument passed recognition and engagement on multiple attempts. The clamping arm opened and closed with no issues. A review of the log found no engagement failures. The alleged recognition issue was not confirmed furing failure analysis. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The image shows a system prompt indicating that the instrument has met its end of life. This may have been the alleged system prompt related to the instrument observed by the user.

Event description:
It was reported that prior to the start a da vinci-assisted surgical procedure, the harmonic ace instrument allegedly failed recognition. The user completed the planned procedure using a backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that inspection upon removal identified that the instrument was damaged. There was no fragment that fell inside the patient confirmed.